Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer valves (pn c28717) to resolve the issue. Beckman coulter internal identifier is case (B)(4) . Patient demographic information was not provided. Patient data was not provided. Customer phone #: (B)(6).

Event description:
The customer reported the generation of erroneous high ise (ion selective electrode) patient results on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.